Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the operator experienced an air alarm and noted that the cartridge was full of air. The operator then realized that she had initiated treatment without completing required air removal steps from the cartridge. Treatment was terminated without rinseback, which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to operator error. The user's guide provides adequate steps for air removal of the cartridge prior to initiating treatment. The user's guide includes a warning to "check venous bloodline before starting treatment or rinseback. Remove all air. Unremoved air could be given to the patient when starting treatment or rinseback." Nxstage reviewed the reported blood loss with the facility. Facility has provided additional training. There is no evidene of a device malfunction. A direct correlation between the reported blood loss and the nxstage system one cannot be established. Nxstage considers this report closed.